Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If implanted; give dates: not applicable, healon is not an implanted device. If explanted; give dates: not applicable, healon is not an implanted device. (B)(6). The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the study patient experienced issues with healon pro. Elevated intraocular pressure (iop) of 40 mm hg. The patient attended the (B)(6) study visit (B)(6) 2019 and iop was measured at 15 mm hg in the left eye. The subject had cataract surgery in the left eye on (B)(6) 2019. The healon ophthalmic viscosurgical device (ovd) was used during surgery. At the 1-day postoperative study visit (B)(6) 2019, the patient had a spike in iop (40 mm hg). The ocular hypertension was treated with iopimax. No further information was provided.

Manufacturer narrative:
Additional information was received and reports the patient has returned to normal values of 18mm hg on september 2, 2109. Patient does not have a history of glaucoma. The event was considered as not serious by the investigator of the study. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.